Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was found in a vented continu-flo solution set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified the reported condition. The assignable cause was determined to be burned resin occasioned during the manufacturing extrusion process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.